Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced leaks on the reservoir. The customer's blood glucose value was 58 mg/dl. The customer also had symptoms such as feeling dizzy. The customer stated that they can smell insulin. The customer did not report visible insulin under the lcd display. The product was returned for analysis.